Event description:
The manufacturer received information that a trilogy 100 ventilator, u.s.a - bt device was returned to a third-party service center for evaluation. There was no allegation of patient harm. During the evaluation of the device, the device failed the active exhalation purge valve and active exhalation proportional valve functional tests. The exhalation control module hose was found to be damaged and was replaced to address the failed test steps. Additionally, the trilogy handle o-ring kit was missing, and the enclosure seal kit was damaged; both of which were replaced to address the issues. The service technician also confirmed "error codes: na". After the evaluation and rework were complete, the device passed all final testing.

Manufacturer narrative:
The reported failures of active exhalation purge valve and active exhalation proportional valve are accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for these failures are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failures in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.